Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reset stops and calibrated table motion. The system was tested and found to be working as intended. Returned to service.

Event description:
It was reported that the 2800 system experienced a table motion problem. No patient injury was reported.